Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented for high-risk percutaneous coronary intervention with impella cp support. It was noted that the sheath was inserted into right femoral artery. Wire access obtained into left ventricle. However, while attempting to insert impella the pump would not pass thru lower aorta. Despite a couple of attempts it seemed as if it was hanging up and would not pass. Pump pulled out and intervention done thru 14fr impella sheath. Post procedure, sheath was removed and great hemostasis achieved using 2 perclose.

Manufacturer narrative:
Device was not returned for investigation. The cause of the deliver issue was determined to be patient condition as the patient had stenosis in the lower aorta preventing successful delivery of impella. The pump s/n: (B)(6) passed all the post sterile inspection checks.